Event description:
It was reported that the lid was missing on the bd sharps coll 7.6l 24. This event occurred 2 times. The following information was provided by the initial reporter: "lack of sharp coll cover."

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid was missing on the bd sharps coll 7.6l 24. This event occurred 2 times. The following information was provided by the initial reporter: "lack of sharp coll cover."

Manufacturer narrative:
H6: investigation summary: according to the DHR review process, the affected batch #1f806 is the previous lot that assembly & packing in june 2021. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation, the video received is clear enough to identify the failure experimented by the customer and no sample was received in order to determine the root cause of this issue, however in the video mentions that lids are missing. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.